Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 147mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No unexpected battery out limit or weak battery alarms noted. All operating currents are within specification. Insulin pump passed self test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.